Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side pain, swelling and rupture. Device remains implanted.

Event description:
Patient reported a left side pain, swelling and rupture. Patient representative additionally reported "deformation of the left breast". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2.

Event description:
Patient reported, a left side pain, swelling and rupture. Device remains implanted.

Event description:
Patient representative additionally reported "deformation of the left breast".

Event description:
Patient reported a left side pain, swelling, rupture and deformation, diagnosed by ultrasound and MRI. Patient representative additionally reported "deformation of the left breast". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed missing shell assessed as inconclusive. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ edema: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.